Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Section e additional contact: (B)(6). Products dept. Deputy supervisor: evermedical co., ltd. Productsspecialist06@evermedical.com. (B)(6).

Event description:
The complaint/event involved a 5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented cap. Unspecified chemotherapy reportedly leaked from the spiros on the device during an infusion. There was no concomitant drug and no concomitant device. The chemo spill was cleaned up per facility protocol. There was unprotected chemo exposure.there was no bleedback involved in the event, no adverse event/patient harm and no delay in critical therapy.

Manufacturer narrative:
Investigation summary received one (1) used ch3034 for inspection. No defects or anomalies noted on initial inspection. The set was leak tested per product specifications. There was leakage from the spiros. Examination of the spiros showed an extra o-ring present in the assembly. The reported complaint can be confirmed. The probable cause is due to an error during assembly in (B)(6). A DHR lot # and relevant commodities were reviewed, the following discrepancy was identified: lot #: 13797255, 13792461. Reported by mfg, component x1-4693 lot: 13792461 with an o-ring component inside the path of component on 10/20/2023. Where? Area 1 eassy, cr-5, morning shift. Impacted quantity and sampling results (fail/pass): the job quantity of (B)(4) pieces is stopped. 13797255, item: ch3034." 3 pieces are reported not according to the engineering drawing (extra oring), x1-4693 rev.01 lot 13792461, when? 03-11-2023. Where? During manufacturing process quantity. Impacted: (B)(4) pieces".